Event description:
Circuit not heating

Manufacturer narrative:
It was reported that the "circuit wire alarms on neptune heater. No heat to circuit. Rrt changed circuit and same issue. Next changed temp probe then heater. Still issue. Eventually changed circuit to different lot number and no issue". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.